Event description:
Customer reported a malfunction with their insulin pump, specifically citing malfunction code 12, which had occurred at least three times with the current pump. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. To resolve the issue, tandem technical support decided to replace the pump. The customer was advised to follow instructions for putting the pump into storage mode before returning it and to utilize the updated software on the new device. The customer was also instructed to return the defective pump using a pre-paid label and a return box within 10 days.